Manufacturer narrative:
Concomitant medical devices: 507652 lead, 496535 lead, implanted (B)(6) 2004.

Event description:
It was reported that post pace t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. Further testing could not resolve the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.